Event description:
Customer called to report high bgs. Bgs were treated with manual injections. Troubleshooting was performed. The lead screw was rotating and the driver block was moving back and forth, but the insulin did not exit.